Event description:
Litigation papers allege: in approximately (B)(6) 2008 just months after the implant and insertion of the depuy asr xl device and hardware, patient developed a serious and painful infection in her right hip area. The infection was not able to be promptly identified; diagnosed; controlled; or cured by her physicians despite standard of care effort. By (B)(6) 2008, the pain and complication of the infection were so severe that they impeded the patient's work capacity and activities of daily life. Update: 4/2/2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The stem, cup, sleeve, and femoral head were identified and added to the complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaints databases finds no other reports of infection against the provided product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Manufacturer narrative:
This complaint was reopened due to part/lot information being identified. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases finds no other reports of infection against the provided product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.